Event description:
"Pulled spike out of IV bag and before re-spiking to another bag, found a small piece of plastic stuck to the tip of the spike of the IV tubing." Dates of use: 2008. Diagnosis or reason for use: administer IV fluids.